Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the rptr: 1 or 2 days after surgery, an air leak occurred. Before closing the incision, a leak test had been done and it had been confirmed there was no leak. The pt recovered with no adverse effects.